Manufacturer narrative:
It was determined after further investigation that the site's new ceretom scanner produced exams that were volumetrically different from the diagnostic CT exam. Analysis of the scans used found that measurements between pegs vary from ceretom scan to ceretom scan and are off by about 2 mm from the actual measurements. Discrepancy between the scanner floors caused the reported event. The site has been notified of the discrepancy. Medtronic navigation, inc. Software is functioning as designed.

Event description:
A medtronic representative, reported that while in a deep brain stimulation (dbs) procedure, the stealthmerge between the 1.5t pre-op MRI and the intra-op CT was 'off'. The MRI looked volumetrically smaller than the CT. Registering using pointmerge and using nexframe, the images were 4mm off anteriorly. The site did not look at acpc on the CT only the mr. They placed two leads and then took another image; the leads were off by 4mm. Re-planned based on the CT and replaced the two leads; then were 2mm off. The surgeon left the leads in this location to complete the procedure with the use of the navigation system. Although there were lead revisions required to prevent impact to the patient due to an inaccurate merge used during therapy delivery, there was no impact on patient outcome.

Manufacturer narrative:
The site has installed a new floor in the operating room to remove the image discrepancies and volumetric differences in the ceretom scans. The site hasn't had any problems since.

Manufacturer narrative:
Patient information not available from the site.software investigation not completed at time of this report.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient identifier, age, and sex provided. Weight was unavailable from the site.